Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited oversensing of the patient's p-waves, resulting in pacing inhibition. The patient was reported to be in complete heart block, making her pacemaker dependent. No patient symptoms were reported with this clinical observation. A guidant technical services consultant discussed changing the sensitivity to least in the ventricle to resolve the oversensing. The medical person made the programming change and reported normal pacing in this patient. It was later reported that during an elective device replacement procedure, the rate/sense leg of this lead was surgically abandoned and replaced with a non-guidant pacing lead. The shocking portion of the lead remains in service.